Event description:
Customer reported that the act button on the insulin pump is unresponsive. Customer was changing the infusion set after a shower and the menu screen as frozen, after a wile it started working but when going to prime, the numbers wouldn't stop until he got to the max filled. Customer tried removing the battery and reinserting it but the keypad issue persists. Customer stated he was in hospital due to burning his hand. Blood glucose value is 110 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. No display ramping on its own anomaly was noted. The pump also had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.